Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed that the icm had been positioned in the breast tissue and was removed during the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor could not be interrogated using the home relay monitor and also could not be int errogated in person using the diagnostic mobile programmer application. It was also reported that no device transmissions had occurred since the last transmission on (B)(6) 2024. The patient reported being unable to feel the implanted device and reported having a double mastectomy on the day of the last device transmission. It was reported that the surgeon stated the device was not removed during surgery, but device removal during the procedure required confirmation. It was also reported that there may have been electroca utery exposure during the surgery that may have interacted with the implanted device. No patient complications have been reported as a result of this event.